Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the device was returned to mmdg for investigation, the pump operated as expected. Mmdg could not replicate or confirm the complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump was not delivering. They stated that the pump sounded like it was running but that the "formula in the bag still shows full". Mmdg did follow up with the initial reporter, who stated that the patient missed their over night feeding due to the complaint, but that the patient did not experience any adverse effect. They also stated that the patient did have to have their feeding tube replaced because it was clogged. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not delivering. They stated that the pump sounded like it was running but that the "formula in the bag still shows full". Mmdg did follow up with the initial reporter, who stated that the patient missed their over night feeding due to the complaint, but that the patient did not experience any adverse effect. They also stated that the patient did have to have their feeding tube replaced because it was clogged. (B)(4).